Manufacturer narrative:
No medical images or medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of swelling and tenderness at the port site. Upon injection of contrast, a distal fibrin sheath around the tubing in the svs was reportedly present and pressure was required to get forward flow. Reportedly after a few seconds, contrast was seen around the port reservoir. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one clearvue MRI isp port was returned for evaluation. During functional evaluation three small leaks were noted on the base of the port body. Therefore, the investigation is confirmed for the alleged subcutaneous leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2016), PMA/510k device evaluated by MFR (results), (conclusion)

Event description:
It was reported that the patient complained of swelling and tenderness at the port site. Upon injection of contrast, a distal fibrin sheath around the tubing in the svs was reportedly present and pressure was required to get forward flow. Reportedly after a few seconds, contrast was seen around the port reservoir. The port was removed and replaced. There was no reported patient injury.